Event description:
Caller states the patient tested 1.8 inr on the coaguchek system and 2.75 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect device, however strips are unavailable for return.